Manufacturer narrative:
B3 - date of event: used the first day of the month of the bsc aware date as the event date was not provided.

Event description:
It was reported that the rota burr was stuck with the rotawire. A 1.50mm rotapro and rotawire drive were selected for use. During insertion, the wire was placed in the vessel, system flushed and the 1.50 rotapro was placed on the wire. It reached a point where it would not advance. The burr and wire were stuck together, and both devices were removed as one unit. The procedure was completed using another of the same devices. There were no complications and patient fully recovered.

Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of stuck on wire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure. B3-date of event: used the first day of the month of the bsc aware date as the event date was not provided.

Event description:
It was reported that the rota burr was stuck with the rotawire. A 1.50mm rotapro and rotawire drive were selected for use. During insertion, the wire was placed in the vessel, system flushed and the 1.50 rotapro was placed on the wire. It reached a point where it would not advance. The burr and wire were stuck together, and both devices were removed as one unit. The procedure was completed using another of the same devices. There were no complications and patient fully recovered.